Manufacturer narrative:
H3, h6 h10: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection found no issues. A functional evaluation revealed the icons on the left side of the screen are missing. All video outputs were checked and no image issues were observed. All buttons on front panel are functioning. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the operations/service manual found warnings and precautions related to the use of the device. A clinical/medical evaluation found that no relevant clinical information or patient¿s current condition was provided so a thorough clinical assessment could not be performed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The status bar icons on the left side of the screen can be customized in the settings menu. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a rotator cuff repair surgery, the "lens integrated system (wi fi version)" displayed a purple-colored image and the button on the front panel was not working. The procedure was completed by changing the surgical technique from an arthroscopic to an open procedure. There was no surgical delay and no additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.